Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previously impl anted non-medtronic surgical aortic valve (sav) and a small aortic root anatomy, a double bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction during transcatheter aortic valve replacement (tavr) (basilica) procedure and a lower implant depth was planned to maintain coronary perfusion after tavr. The basilica procedure was successful and the valve was implanted; however, the valve frame was under-expanded. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon to expand the valve and fracture the sav. Following the bav, it was noted that the valve moved up and the skirt of the valve sequestered the left sinus/sinotubular junction and acute coronary syndrome was noted. Subsequently, using a snare, the valve was moved and a second valve was implanted. The final gradient was 9 mmhg with no paravalvular leak or aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID: 20mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previously impl anted non-medtronic surgical aortic valve (sav) and a small aortic root anatomy, a double bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction during transcatheter aortic valve replacement (tavr) (basilica) procedure and a lower implant depth was planned to maintain coronary perfusion after tavr. The basilica procedure was successful, and the valve was implanted; however, the valve frame was under-expanded. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (true) balloon to expand the valve and fracture the sav. Following the bav, it was noted that the valve moved up and the skirt of the valve sequestered the left sinus/sinotubular junction and acute coronary syndrome was noted. Subsequently, using a snare, the valve was moved, and a second valve was implanted. The final gradient was 9 mmhg with no paravalvular leak or aortic insufficiency. No additional adverse patient effects were reported. Additional information was received that the valve was deployed over a medtronic guidewire with the deployment starting point was at the bottom of the pigtail catheter, with the plan to implant the valve lower due to patient anatomy. The valve was initially implanted at a depth of 6-7 mm. After the bav, the valve moved up to a depth of 3 mm. Following the implant procedure, the patient suffered from a stroke and subsequently died. Additional information was received that the stroke was confirmed via magnetic resonance imaging and was hemorrhagic. The unspecified stroke symptoms first appeared the day of the valve implant. No treatment was provided as it was reportedly too late to intervene. Per the physician, the stroke was not related to the valve, but it was possible that the basilica procedure could have contributed. Of note, a cerebral protection system was used during the valve implant and the baskets of the device were noted to be empty. The patient died the day after the valve implant.

Manufacturer narrative:
Updated data: b2. Date of death unknown. Month and year confirmed valid. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previously impl anted non-medtronic surgical aortic valve (sav) and a small aortic root anatomy, a double bioprosthetic aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction during transcatheter aortic valve replacement (tavr) (basilica) procedure and a lower implant depth was planned to maintain coronary perfusion after tavr. The basilica procedure was successful, and the valve was implanted; however, the valve frame was under-expanded. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic (true) balloon to expand the valve and fracture the sav. Following the bav, it was noted that the valve moved up and the skirt of the valve sequestered the left sinus/sinotubular junction and acute coronary syndrome was noted. Subsequently, using a snare, the valve was moved, and a second valve was implanted. The final gradient was 9 mmhg with no paravalvular leak or aortic insufficiency. No additional adverse patient effects were reported. Additional information was received that the valve was deployed over a medtronic guidewire with the deployment starting point was at the bottom of the pigtail catheter, with the plan to implant the valve lower due to patient anatomy. The valve was initially implanted at a depth of 6-7 mm. After the bav, the valve moved up to a depth of 3 mm. Following the implant procedure, the patient suffered from a stroke and subsequently died.